Event description:
Caller reported a cgm error 42 issue with the sensor. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after receiving guidance from cts to perform a complete pump reset and the error did not reoccur.